Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned inside a clear plastic pouch. The lens was wrapped in folded white gauze material. Viscoelastic was dried on the lens. The lens was cut into pieces, typical of an insertion and removal from the eye. The lens was cleaned with klrp for further evaluation. The anterior optic was split extending from the line of cut damage through the optic center. The anterior optic surface and directly opposite on the posterior optic surface there are cracks in the outline of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The lens was returned in pieces, typical of an insertion and removal from the eye. Additional lens damage was observed. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the multifocal non-toric company 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal lens. Due to the exchange of multifocal lens for a monofocal lens, this suggests that a monofocal lens may have been an improved choice for the patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced waxy vision and was not accustomed to his/her vision and was dissatisfied. The iol was exchanged for monofocal iol 1 month 3 weeks 6 days following the initial implant procedure. Additional information has been requested.